Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #36 failed due to the implant head being fractured. Discomfort was reported as a consequence of the event. The doctor confirms that the procedure was not completed and that the patient must return in the future to complete the dental surgical procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #36 failed due to the implant head being fractured. Discomfort was reported as a consequence of the event. The doctor confirms that the procedure was not completed and that the patient must return in the future to complete the dental surgical procedure.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and an unknown zimmer screw were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #36 and was used for approximately 4 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19). Information identified: 'precautions' 'breakage' 'warning'. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number: (63319345). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality. Management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number: (63319345) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unknown zimmer screw. Review completed utilizing keywords: fracture : implant and fracture: screw. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.